Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the patient was accidentally "excreted" but respiratory efforts were presented and CPAP was placed as medical intervention.